Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After lunch, patient experienced abdominal pain. Patient was prescribed pain medication. The CT scan showed that the inner fixation plate was placed very close to the edge of the liver. This made it not possible to tighten the fixation plate correctly and the distance between the ventricle and abdominal wall was about two centimeter. The gastro-surgeon made several attempts to adjust the fixation plate without success. The patient was moved to the surgical unit at the hospital to prepare for surgery. On (B)(6) 2019, the patient reported that a laparoscopy was planned. The physician reported that the ventricle wall was going to be sutured into the abdominal wall to prevent leaking. The patient had surgery and discharged on (B)(6) 2019. The patient is recovering.